Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics, then taken to the hospital for low blood glucose levels. The customer stated that she had seen her cardiologist that day because she was having chest pains. The customer was later found unconscious on the side of the freeway with a blood glucose reading of 30 mg/dl. The insulin pump history was reviewed and there was a large bolus, which may have been the reason for the event. The customer also stated that she had taken a drug by injection, which may have also contributed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.